Event description:
I was using the fascia blaster to help with my cellulite. I've never had health issues or pain before. I blasted the side of my hips and legs and immediately was in pain. I thought it would go away but it didn't. I've been xrayed and it's not my bone and I'm waiting on an MRI to see what happened. Some days I can't even walk and it's so painful and I did go to the emergency room for it and all they did was give me pain medication that didn't even help. I have not used the blaster since (B)(6) and I never will again since it did this to me.